Event description:
It was reported that as the patient needed flexible ureteroscopic holmium laser lithotripsy, the d-j stent was indwelled and the ureter was dilated before the operation to prepare for the later flexible ureteroscopic holmium laser lithotripsy. After 3 weeks of surgical treatment, chronic calcium deposits on the surface of the d-j stent bladder segment were found during the operation, which led to persistent urinary tract infections that were difficult to control and a new d-j stent was replaced after the operation. It was mentioned that this affected the treatment and the d-j stent surface coating process was poor. The patient was replaced with a new d-j stent. It was unknown what medical intervention was provided for urinary tract infections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. The device was used for treatment purposes. As the device was not returned for evaluation it is unknown if it had met all relevant specifications or resulted in the reported event. Based on the risk management file a potential root cause could be, "material selection". However, sufficient information is not available to find a specific root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." The device was not returned

Event description:
It was reported that as the patient needed flexible ureteroscopic holmium laser lithotripsy, the d-j stent was indwelled and the ureter was dilated before the operation to prepare for the later flexible ureteroscopic holmium laser lithotripsy. After 3 weeks of surgical treatment, chronic calcium deposits on the surface of the d-j stent bladder segment were found during the operation, which led to persistent urinary tract infections that were difficult to control and a new d-j stent was replaced after the operation. It was mentioned that this affected the treatment and the d-j stent surface coating process was poor. The patient was replaced with a new d-j stent. It was unknown what medical intervention was provided for urinary tract infections.